Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no. 305110 batch no. Unknown. It was reported that during use of the bd precisionglide¿ needle there was difficulty in drawing insulin into syringe but was resolved when needle was changed. This occurred on 3 separate occasions but the date/time unknown. The following information was provided by the initial reporter: customer calling to report that she's had several problems with syringes and needles from current box and previous box, starting 6/14/2019. Customer has experienced difficulty drawing insulin from vial into syringe, which she has resolved by replacing needles.